Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the reason the ins was not working and the programmer not connecting to the ins was that the ins battery was depleted. No further steps had been taken and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient's ins was not working because it was not controlling their symptoms. Patient thought that it was time their battery had run out being that it had been about 5 years. Patient also stated that they tried using the patient programmer however it was not connecting over to the ins. Patient advised to follow up with their healthcare professional (hcp) however they stated that they didn't have one at the time but will see their primary doctor. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the ins was not working internal, which was now causing major problems with bladder and bowel accidents. The patient requested a referral through (B)(6) county health care for an appointment with a gastroenterologist and urologist. The patient's unit has moved in the little pocket and sometimes hurts through the skin if the patient turn a certain way or if the patient tries to sleep on the left side. It was noted that the device was not working anymore and the patient doesn't have insurance at the moment. The patient needs information sent to harris healthcare systems. It was noted that the patient would have to remove the device. There were no further complications or anticipations reported with this event.